Event description:
It was reported that the patient was going to have a lead revision scheduled for (B)(6) 2012. The reason for the revision was unknown and the status of the patient was unknown.

Event description:
It was reported that the physician performed a lead replacement due to ineffective stimulation. The physician replaced the device due to postural changes and overstimulation. The reason for removal was noted as therapy related and that the physician performed lead revision and patient wanted adaptive stimulation. There was no patient injury and the patient recovered without sequela. It was noted a lead was damaged during placement, never implanted and returned 'for disposal only' to the manufacturer. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator found no anomaly. Final analysis of the lead found no anomaly. Final analysis of the anchor found no significant anomaly. The anchor was cut.

Event description:
Additional information indicated that the patient had cancelled his surgical procedure that had been scheduled for (B)(6)-2012. Nothing had been rescheduled so far.

Manufacturer narrative:
Product ID neu_siliconeanchor, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.